Manufacturer narrative:
Sections with additional information as of 17-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Corrected sections as of 17-sep-2020: h10: most likely underlying root cause corrected from "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test" to "mlc-21: improper technique of obtaining or applying blood sample".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with test results from fasting back to back blood tests of 170 and 147 mg/dl and of 600 and 132 mg/dl. Customer was unable to find result of 600 mg/dl fasting in the meter memory. Customer also stated that the truemetrix meter was only displaying results for the past 2 months when she has had the meter for 9 months. The customer¿s expected fasting blood glucose test result range is 100-130 mg/dl. Customer was not using the proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 163 mg/dl and 182 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom; customer did state that she has no air conditioning in her home. The test strip lot manufacturer¿s expiration date is 11/21/2021 and open vial date is two weeks. The meter memory was reviewed for previous test result history: (B)(6).